Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing patients. The technical support specialist dialed into the station, logged in as cfnadmin, and verified that the dispensing database was running, and its dependencies were intact. While connected, the user rebooted the station and continued using it. The tss also dialed into the med es app server, logged into pes, navigated to settings, then sync servers, and accessed sync information. The user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was unable to pull up any patients, preventing crnas from accessing narcotics. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.